Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A check sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and hypoglycemia and was unable to self-treat, requiring healthcare professional (hcp) treatment of unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark at the base of the tail was observed. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. No failure modes were observed with sensor plug upon visual inspection. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A check sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and hypoglycemia and was unable to self-treat, requiring healthcare professional (hcp) treatment of unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Inspected the plug assembly, no issues were observed. Sensor was activated with known good reader. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A check sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness and hypoglycemia and was unable to self-treat, requiring healthcare professional (hcp) treatment of unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.